Event description:
It was reported that a system error 2240 alarm (air in line/set) occurred on a homechoice device during dwell 3 of 3 of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed a loose connection between a supply bag and the homechoice cassette. A technical service representative helped the hp clear the alarms, disconnect, and remove the cassette, and instructed the hp to contact a registered nurse regarding the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient reported a loose connection between a supply bag and the homechoice cassette which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.